Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. An angiogram video was received and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure an 18f manta was deployed for closure. The arteriotomy was 8.00mm with minor posterior lateral wall calcification below the access. The deployment depth was measured at 3+1. A post-angiogram revealed slow flow at the access site. Balloon inflations were applied, and another angiogram indicated no change in flow and haziness now appeared around the access area. A self-expanding stent was deployed, and normal flow returned. The root cause of the stenosis is likely from a dissection or thrombus beginning to form. Thrombus may have attached to the vessel wall following trauma to the vessel. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection or thrombus occurred prior to or during the manta deployment. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Post manta deployment angiogram reveal slow flow at the deployment site. Physician ballooned the site at 2 atm and 8 atm for 3 minutes each. Angiogram appearance was unchanged-still showing slow flow with hazy appearance above and below deployment site. A 9x 40 protégé stent was deployed resulting in normal flow and near perfect angiographic result.